Event description:
It was reported the device would stop pacing while attached to a patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The upper and lower cases, side bail covers, and ring battery drawer were found to be broke. The ring cover was contaminated, battery contacts compressed, and ring bail bent.